Manufacturer narrative:
(B)(4). An eval is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 02772m500 and met acceptance criteria which determined the reagent is performing acceptably. The lot number used by the customer was unknown. A representative lot number from the same list number was selected to complete testing. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect ca125 reagent list number 02k45, was not identified.

Event description:
The customer observed falsely elevated ca125 results for one patient ((B)(6) female) while using the architect ca125 assay. The customer indicated that the patient had blood draws over a span of 3 months generating the following results: 88 ui/ml, 95 ui/ml, 130 ui/ml and 105 ui/ml. After the last of those draws, the patient was tested at another hospital and the result generated there was 10 ui/ml (negative) (method unknown). No additional patient information is known. There was no adverse impact to patient management reported.